Event description:
It was reported this iliac stent was placed in the common femoral artery. Following placement the proximal end of the stent did not appear to open completely. Successful removal of the stent with a snare through the existing sheath followed. Another stent was placed to successfully complete the procedure. The pt's condition is good. This device has not been rec'd by this MFR. Therefore, no failure analysis is available. As a lot number for the device was not provided, a device history search could not be performed. This device was used in a non-indicated procedure, common femoral artery stent placement and the co's follow up indicated no post dilatation of the stent was attempted. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the wallstent iliac endoprosthesis is indicated for use following suboptimal percutaneous transluminal angioplasty (pta) of common and/or external iliac artery stenotic lesions which are (less than or equal to) 10 cm in length... If necessary, balloon dilatation may be performed after stent implantation in order to obtain the maximum lumen diameter for the stent. The balloon catheter should be correctly sized to match the diameter of an adjacent normal segment of undiseased artery. To minimize the possibility of stent dislodgment, the use of a new balloon catheter is recommended."